Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported the device was smoking and overheated while plugged into ac power. It was reported the cleaning staff found the device smoking and overheated while plugged into ac power. At that time, the device was unplugged from ac power and returned to the biomedical department. It was reported that there was no physical damage noted to the ac power outlet or external to the device. There were no reported adverse effects to the cleaning staff and no reported adverse patient events while the device was in clinical use. Though requested, no additional information was provided.